Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The technician noted the helix was found extended, bent, and would not retract.

Event description:
It was reported that during implant the helix of the right ventricular (rv) lead failed to extend completely. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.